Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient was removing the cycler set cassette from the prior night's treatment when fluid was noticed leaking from the bottom of the cassette door where the connectors of the cycler set are located. Fluid did not come into contact with the cycler. The patient reported receiving the supply bag lines are blocked alarm during dwell 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fresenius technical support representative advised the patient to call for support when an issue is occurring so that live troubleshooting assistance can be provided. The patient checked the load cell, which read at 722, and calibrated it to 700. Additional information was requested, however, to date a response has not been received. The cycler set cassette used by the patient was not returned for physical evaluation by the manufacturer. The cycler was not returned to the manufacturer for physical evaluation.